Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. The event can be detected/prevented by following handling device in accordance with the following instructions for use: "- inspection of the endoscopic image" "- troubleshooting guide : as repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code e216. In addition, the distal end, bending section cover adhesive, bending section, and insertion tube were non-olympus components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error code e216 (scope communication error) occurred on the subject device. The image appeared when the device was first plugged into the processor. The image then went black and the error code occurred. There was no harm or user injury reported due to the event.